Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: the customer reported that they bled after insertion of the adc device. The customer was contacted successfully, and there was no report of adverse event or third-party treatment due to the adc device. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. Reference reports: mw5187891, mw5187893, mw5187894, mw5187895. All pertinent information available to abbott diabetes care has been submitted.